Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510(k): k201155; k241946. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the peritx peritoneal catheter was broken or damaged, resulting in leakage. No medical intervention was required, and there was no exposure to blood or bodily fluids. There was no reported patient injury. The issue was resolved by replacing the valve. Despite the leakage, drainage remained successful, with no impact on the patient and no changes to the course of treatment. The catheter, positioned in the pleura, had been in place since on (B)(6) 2025.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001592926 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), d4 (medical device expiration date, e1(initial reporter phone #), e3 (other occupation), d4 (unique identifier (UDI) #), d6a (medical device implant date). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the peritx peritoneal catheter was broken or damaged, resulting in leakage. No medical intervention was required, and there was no exposure to blood or bodily fluids. There was no reported patient injury. The issue was resolved by replacing the valve. Despite the leakage, drainage remained successful, with no impact on the patient and no changes to the course of treatment. The catheter, positioned in the pleura, had been in place since (B)(6) 2025.